Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00004).

Manufacturer narrative:
The service provider provided the investigation report on 03/19/2021. The actual device was tested. The pump passed the flow rate testing. No issues were found during the testing. The reported issue was not confirmed.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 1/26/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and reported that pump 615213 infused too slow. "We were infusing 250 ml's and after 1.5 hrs. I noticed that the bag was almost full. We checked all the setting's and the infusion should have been complete." The device operator was a registered nurse. Medication being infused was ocrevus. There was a patient involved. The patient was not harmed or injured.